Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that corneal burn was occurred during introducing phacoemulsification tip into the incision of the left eye conjunction, resulted in the sutures were required to apply sclera patches to the area with burn injury twice. Also, patient experienced a narrow chamber and decrease of vision in left eye. The procedure was concluded with suture in corneal burn area and intraocular lens implantation. Additional information requested and received that the patient underwent these two new surgeries on two occasions to seal the wound completely. Symptoms of patient condition was continuing at the time of surgery. Current patient condition was unknown.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
It was reported that the sutures were removed from the patient eye and still under observation. Prognosis was not provided. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received that the sutures were removed from the patient eye and still under observation. Prognosis was not provided.